Event description:
It was reported that this right atrial (ra) lead exhibited undersensing of the patient's atrial fibrillation (af), as observed in atrial tachy response (atr) episodes. The programmed atrial sensitivity was fixed at 0.75mv. An email was sent to the clinic to evaluate ra lead programming. No adverse patient effects were reported. The lead remains implanted and in service.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.